Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection, the balloon catheter was found to be kinked/bent. The balloon was found to has a hole/perforation. During functional inspection, balloon leaked functional test ¿ fail. The balloon could not be inflated due to hole/perforation in the balloon. The balloon leakage was noted. Balloon difficult to inflate test ¿ fail. The balloon could not be inflated due to hole/perforation in the balloon. The balloon leakage was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon leaked during use was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device returned and was analyzed. The balloon was found to have a hole/perforation. The balloon catheter was found to be kinked/bent. The balloon could not be inflated during the functional test due to leakage caused by damaged balloon. It is probable that these defects and moderately tortuous anatomy may have caused the reported event during use. An assignable cause of procedural factors will be assigned to as reported and as analyzed balloon leaked during use, balloon difficult to inflate and to the as analyzed balloon has hole/perforation during use, balloon failed to inflate, balloon catheter kinked/bent as this issue appears to be associated with a product that met boston scientific design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the ba (basilar artery) stenosis procedure, physician used the subject balloon catheter to pre-dilate. After inflation, the subject balloon could not reach the planned pressure. On withdrawal, balloon of the subject balloon catheter was found leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the ba (basilar artery) stenosis procedure, physician used the subject balloon catheter to pre-dilate. After inflation, the subject balloon could not reach the planned pressure. On withdrawal, balloon of the subject balloon catheter was found leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.